Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2013 due to unknown reasons. The biomet head, stem and liner were removed and replaced with biomet product. During the procedure, the liner would not lock into the cup. The surgeon attempted to lock the liner into the cup with different locking rings. As a result, the surgeon utilized another liner that locked into place and there was a greater than thirty minute delay to the procedure.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2013-01754 / 01755).